Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical trial representative reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date in 2018 at 9.37 pm with an unknown blood glucose. The customer's blood glucose level were 405 mg/dl, 300 mg/dl, 400 mg/dl and 191 mg/dl. The customer was treated by with insulin pump. The insulin pump will not be returned for analysis.